Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was previously receiving lioresal of an unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity. The patient was currently receiving lioresal of unknown concentration at a dose rate of 577.25 mcg/day. It was reported that for the last couple of months the patient had unexplained spasms. The date of the event was unknown. The date (B)(6) 2018 is considered an approximate date of event (year known only). It was further reported that the patient ran into an issue on (B)(6) 2018 when he had a dye test done on his pump. The reason for the dye test was because of the unexplained spasms that had occurred in the last couple months. It was noted that about 45 minutes after the dye test the patient was suffering severe overdose symptoms and ended up spending 2 days in the hospital. The dye test, overdose symptoms, and having went to the hospital occurred on (B)(6) 2018. It was noted that there were four people watching the test and there was no breakage in the line and no issue with dye going through, but after the test the patient ¿must have had one hell of dose of baclofen¿ and started to vomit and was unable to stay conscious. The patient had to go back to hospital and his healthcare provider (hcp) could not find an issue with the pump. It was further indicated that this was the second time the patient was having a "pump a gram test" meaning dye test done where it c hanged the dosing on the pump; the previous issue/first issue occurred in 2017. T was noted that the patient had two occasions where the patient was having a ¿pump a gram test¿ meaning dye test done where it changed the dosing on the pump. No further patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated they wanted to know if the increased spasticity was due to decreased delivery of medication with the pump or catheter. The patient was referred for a catheter study/pump-o-gram with a different doctor. The circumstances that led to the spasms was not reported as they were trying to determine the issue. It was further reported when the wife contacted the hcp office with the pump-o-gram done; the hcp told her the patient was having an overdose situation and that she needed to contact the doctor who did the pump-o-gram study as soon as possible. That doctor was contacted and the hcp told them what they thought was happening. They asked the patient to be transferred to hospital where they would take care of the patient. It was unknown what diagnostics/troubleshooting was performed to resolve the overdose symptoms, actions/interventions taken to resolve the symptoms, and information regarding the clinician programmer as this hcp was not involved. It was noted as of 2018-(B)(6) the unexplained spasms, overdose and subsequent symptoms had resolved as the patient was seen in the clinic. The patient¿s weight at the time of the event was unknown. No further patient complications have been reported as a result of this event.